Event description:
Patient in for laparoscopic cholecystectomy. When getting ready to use 5mm clip appliers, it misfired multiple times. Clip would not load. Clip applier removed from field and placed in biohazard bag. Bag given to charge nurse.